Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted (B)(6) 2016. Dtmb1q1 crt-d, implanted (B)(6) 2021 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post generator replacement the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. During the explant procedure the locking stylet became stuck in the right atrial (ra) lead, right ventricular (rv) lead, and the left ventricular (lv) lead. The extraction tool was unable to advance beyond the superior vena cava (svc). While attempting to remove the ra and rv leads the lv lead was severed at the svc and the proximal portion was removed from the patient. All three leads were left intact and implanted from the svc to their distal tips but the proximal portions were removed. It was noted that the leads seemed to be "stuck" together at the svc. The pocket and leads were packed with antibacterial absorbable envelope and the pocket was closed. The patient was transferred to a different clinic to complete the explant of the remaining portions of the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.